Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After insertion of the steerable guide catheter (sgc) and removing the dilator and guidewire, air was observed attached to the left atrial wall. "+" knob was added to the sgc and the air was aspirated through the sgc. Air removal was confirmed on ultrasound. The procedure then continued normally and was completed successfully, reducing mr to grade 2. There was no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as known a possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as aspiration was performed to remove the air. There is no indication of a product issue with respect to manufacture, design, or labeling.